Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that some patients were not showing in myqlink (mql). The technical support specialist investigated the reported issue of patients not appearing in mql or the medbank cabinet. The medbank system and hl7 service were reviewed and confirmed to be running and listening as expected, with no pending transactions observed. The hl7 service on the medbank virtual machine was restarted; however, no new patient messages were received following the restart. Additional review confirmed that medbank had not received any admissions from sis since on (B)(6) 2025. Multiple attempts were made to contact sis to request assistance with restarting or investigating their hl7 service, but no response was received. The customer was informed of the findings and advised that further investigation would need to be performed by sis, with the option to open a new medbank ticket if additional support was required.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, some patients were not showing in mql. However, there were no delays or adverse events or injuries reported based on this event.